Event description:
It was reported that the patient was taken to the hospital by ambulance and was diagnosed with blood glucose (bg) values that dropped to 69 mg/dl. The patient was dizzy. For treatment, the patient does not remember what treatment they gave. They only remember being given juice. The pod was worn longer than 48 hours on the arm. The patient was discharged after staying overnight. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.